Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure for MRI capability and was doing well postoperatively. The explanted device will not be returned. No device malfunction suspected.

Manufacturer narrative:
Event date: exact date unknown, event occurred 1 year ago from date manufacturer was made aware.